Event description:
After insertion of the lma classic airway, there was an inability to add more air to the mask. Therefore, the anesthesiologist removed the valve and put a syringe directly into the inflation balloon and added more air into the mask. Use of the mask continued without pt problem or injury.